Manufacturer narrative:
The insulin pump received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 164 mg/dl. Customer stated that yesterday he forgot the pump at home and was on the way to work when he called previously. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.